Manufacturer narrative:
Updates fields: d4 (UDI)#, d9, g3, g6, h2, h3, h6, h11. The mlx 300w xenon lightsource (00mlx) was returned for evaluation: failure analysis: the xenon lightsource was received in used condition. Evaluation by the depot technician noted that turret and bezel were burned, mirror holder was cracked and lamp exceeded hours. The power supply needed to be upgraded. The control board would not hold attenuation setting. The turret, bezel, control membrane, standby membrane, control board, top trim, label, power button, ferrite core, power entry module, mirror holder, mirror, lamp and power supply unit psu) were replaced to address these issues. Root cause analysis: the reported complaint was confirmed. It was determined that the issue of this lightsource unit smoking was most likely due to damage to the mirror, resulting in overheating. This is most likely due to rough handling/environmental damage. No manufacturing, workmanship, or material deficiency has been identified.

Event description:
N/a

Event description:
A facility reported that the mlx 300w xenon lightsource (00mlx) was smoking from the front of the device. It was reported that the device was not in contact with a patient and no patient injury occurred; however, the circumstance of the event is unknown.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.